Event description:
On (B)(6) 2015, the reporter contacted animas alleging that there was an intermittent power issue on the pump. The reporter indicated that there was no noted damage to the pump or battery cap and there was no noted moisture ingress into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Product analysis: the device was returned and evaluated by product analysis on 07/14/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box found related rebooting events. Two battery compartment cracks were observed. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump; a power issue was not experienced. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.